Manufacturer narrative:
(B)(4). The incident has been received and is under eval. When the device eval is complete a follow up report will be submitted.

Event description:
The customer reported that the device would not cut pt tissue. There was no injury to the pt. The device was returned to covidien and visual inspection discovered that the clear insulation was not on the device and the webbing was protruding from the hinge. The customer confirmed that the clear insulation did not fall into the pt cavity.